Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an upper gi endoscopy procedure performed on (B)(6) 2024. During the post procedure, the patient presented back to the emergency room with pain. It was found that the clip had sloughed off. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf device code a051201 captures the reportable event of clip dislodging. Imdrf patient code e1021 captures the reportable event of pancreatitis.